Event description:
According to the reporter: upon inflating the fixation balloon on the trocar, the surgeon noticed there was a hole in the latex cover that prohibited the balloon portion of the trocar to inflate.

Manufacturer narrative:
(B)(4).